Manufacturer narrative:
A field action assessment was not initiated because the failure did not result due to a manufacturing related defect and was detected and mitigated during routine use. The hose connector kit ia a wear component, and according to mps3 operating manual (904384) this part is to be replaced at 28 day intervals. This complaint did result in an MDR reportable event, mdr25-00023. Nevertheless, the risk remains medium per fmea 122019 rev q, and no new hazards were identified. A review of the DHR for product 5303030 confirmed all manufacturing, testing, and release specifications were met. Additionally, the design of the quickconnect mechanism was verified and validated to perform safely and as intended when used according to the system IFU (904384). The design includes appropriate safety features that function correctly when the instructions are followed. The root cause of the reported event was due to user related setup error, as the customer was using parts beyond their approved maintenance schedule. This reuse of old parts led wear in the component, and a false sense of component related failure. The issue will continue to be monitored through complaint trending and risk management processes. No further action such as field action or a revision to the device's design/labels is warranted at this time. Quest medical will continue to enforce the critical importance of user manual adherence through its existing customer education and training programs.

Manufacturer narrative:
Non sterile water from the heater cooler sprayed across the sterile field due to connection issue.

Event description:
The report states our heater cooler quick connectors continue to pop off from the quest, causing water to spray around the or. This time it went all over the sterile field, including the patient and instrument tables. There were patient complications, but intervention was not required.